Manufacturer narrative:
The first ins/lead are submitted is separate report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient was undergoing an ins and lead replacement, and intra-operatively they were seeing <(><<)>50 ohms with impedance testing despite widening parameters. Prior to calling technical support (ts) the hcp had already replaced the new lead and new ins. The second ins also showed <(><<)>50 ohms impedance on c1 c3. Ts had the rep test outside the pocket and got all c combinations as 2053 ohms and the bipolars are fine. It was reviewed that those <(><<)>50ohms may clear up later and use of the bipolar pairs is preferred for programming. Troubleshooting resolved reported issue and the hcp planned to close the patient. On 2019-jul-29 the rep stated the product is performing as expected post-operatively. No further complications were reported or are anticipated.